Event description:
The facility stated that the surgeon attempted to implant a aa4203tl toric silicone lens. The lens stuck in the cartridge prior to insertion into the eye. No patient injury. It was unknown what caused the lens to become stuck in the cartridge. The injector model that was used was a msi-p1. The injector model that was used was a msi-p1. The facility was unable to provide the lot number.